Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 454 mg/dl. The customer reported that they were giving insulin. The customer did not reported any symptom related to high blood glucose level. The customer declined to troubleshoot for high blood glucose level. The insulin pump will not be given for analysis.